Manufacturer narrative:
Device lot number, or serial number, unavailable. No devices were returned to medtronic for analysis. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that, prior to a case, it was found that the ratcheting small straight handle that were missing the metal cap making it very difficult for malleating. No patient present no delay